Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose level was 555 mg/dl. The customer performed troubleshooting and found small air bubbles in the tubing. The customer removed the infusion set from the body and found a bent cannula. The customer declined to complete the rest of troubleshooting. The customer was advised to change the entire set, reservoir, and insulin and treat. The insulin pump was not replaced or returned for analysis.